Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "on 3/9, this occurred during an open reduction and internal fixation (orif) using gamma4 for a femoral trochanteric fracture. During the insertion technique for the u-lag screw, the lag screw penetrated the femoral head. The procedure was completed after an intraoperative recovery, and the physician determined there was no significant impact. After fixing the lag screw and set screw, the surgeon proceeded to insert the u-blade. Upon inserting the u-blade and striking it with the hammer, the blade did not advance. Further striking caused the lag screw to advance, penetrating the femoral head. The lag screw was removed, reinserted following the correct procedure, and the surgery was completed. This incident likely occurred because the hammer was used while the u-blade was not fully seated in the lag screw groove. Particularly, if the u-blade does not advance with the first hammer strike, verification is necessary."